Event description:
Boston scientific crm received information that this implantable pacemaker was being replaced after it displayed the elective replacement indicator (eri). Prior to the procedure, the device was programmed to ensure capture with the left ventricular lead as this patient is pacemaker dependent. However, it was noted that during the procedure this device switched to the safety mode of vvi 60 unipolar. Because of this switch, the physician was obligated to place a temporary pacing lead to complete the replacement. In addition, the device could not be interrogated after this occurred. No adverse patient effects were reported. The device was successfully replaced and later returned for laboratory analysis to determine the root cause for this observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in reset vvi mode. A visual inspection of the device header and case noted no anomalies. A review of the device's memory revealed a single location within the device's memory had been altered, storing an invalid value. The invalid value in this memory location also resulted in the inability to interrogate the device. The device then when into reset and performed a series of internal tests to verify the memory data. Since the pacemaker confirmed that invalid values were detected, it then reverted to reset vvi pacing, as it is designed to do. Using an engineering level programmer, the single memory location was restored to its factory setting with a valid value. Following this restoration, device interrogation was able to be successfully completed. Next, a comprehensive series of diagnostic tests were conducted, which verified the performance of the device's pacing and sensing functions. More in depth analysis was performed and microscopic inspection noted no irregularities in the telemetry coil, external components or the integrated circuitry of the device. Extensive detailed analysis was unable to determine the root cause of the altered memory state and subsequent inability to interrogate. Because the reset occurred during the explant procedure, it is likely that an application of high energy such as electrocautery coming into contact with the leads may have contributed to the device reset state and resulting memory corruption. However, this could not be confirmed through analysis as there were no electrocautery marks found on the device case.